Manufacturer narrative:
Although the device was not returned for eval, the DHR and shipping records for the lot involved were reviewed. DHR shows that the part was made to required specifications. The expiration date was clearly identified on the labeling according to established specifications. Shipping records show that the device was shipped prior to the expiration date.

Event description:
Expired pro osteon (expiration date of april 2007) was implanted. Pt status: fine.